Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for interstim - other and urinary dysfunction/sacral nerve stimulation. Patient has experienced a loss or change of therapy. Patient reported a loss of therapy. Patient will follow up with their healthcare provider (hcp). Patient says they are looking for an hcp to take the device out "because its not working and im leaking again, its been this way for the last 5 months." Patient thinks their battery depleted because they can't connect with their patient programmer (pp). Patient says a manufacture representative (rep) told the patient the ins needed to be replaced in the future and says, "this was over a year now that she told me that", and says it was in 2015. Patient does not have an hcp.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.